Event description:
Tech. Was inverting the tube and the stopper came off the tube. Blood went in her eyes, nose and mouth. Tech. Was using 21 gauge bdvs needle and needle holder.

Manufacturer narrative:
Thirty customer returned samples from lot #7j904 were tested by drawing water into the tubes, and mixing with five complete inversions. All of the tubes were placed in an upright position in a rack at room temperature. After twenty-four hours, the tubes were visually inspected for stopper creep out or stoppers coming off tubes. None of the tubes exhibited stoppers coming out of the tubes received from the customer. Comments: based on device history record (DHR) review, and the customer samples analysis detailed above, co was unable to confirm the customers complaint. Co's processing records indicate this lot was manufactured to approved specifications. Incident may be attributable to pre-analytical handling of the tube. Information from the hospital lab indicates the technician who was exposed was not given any medical treatment. Baseline testing for hiv and hbv were administered. Patient's blood was also tested and found not to be infectious.